Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A trial patient reported that she began the trial on (B)(6) 2016 and things were going well but she later stopped feeling stim and was unable to void. She woke up having been soaked. She then increased stim from 1.3 to 1.8. She only felt a stinging sensation at that level and that it was uncomfortable. During the call, she lowered stim to 1.6, stating she no longer felt any sensation (though was comfortable) and that at 1.7 it had still be uncomfortable. It was noted that noted she had spoken with the healthcare provider (hcp) and they had reviewed to change sides according to plan (on (B)(6) 2016). It was also reported the controller took a few times to find the device. Patient was able to connect with the controller after removing/ reinserting the batteries.